Manufacturer narrative:
Investigation is pending.

Event description:
The phone call was received from the mother of an adult customer (end user) alleging a variance between the inratio inr result and the laboratory inr result. Results are as follows: (B)(6). Note: the end user has renal failure requiring hemodialysis three (3) times a week. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history on the reported strip lot was performed. In-house testing on the strip lot met accuracy criteria and the product performed as expected. The customer's complaint was not replicated. The manufacturing records for the lot were reviewed and the lot met release specifications. The customer was identified as having a condition, renal failure, that may impact the performance of the assay. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.